Event description:
During the atrial fibrillation ablation procedure, the introducer was difficult inserting the blood vessel due to the dilator was found to be kinked and broken. The procedure was completed without replacing the device and there were no adverse consequences to the patient. The hospital discarded the reported introducer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fracture remains unknown.